Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the intensity of brightness of her right eye lens is less than her left eye lens and there has been a distortion of the lines of print with the right eye only. (She reported neither of these conditions exist with her left eye.) She also reported the distortion does not occur with vision using both eyes. Attempts have been made to obtain the surgeon's contact info from the consumer but to no avail; therefore, no f/u could be conducted for the surgeon.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the rptr to properly complete an investigation. Attempts have been made to obtain the surgeon's contact info from the consumer on (B)(4) 2012 but to no avail; therefore, no f/u could be conducted for the surgeon. (B)(4).